Event description:
Based on recently received report the following occurred in 2001: a line was placed in a pt. The line became stuck. It was surgically removed, and pt is fine.

Event description:
Another line was placed in a pt. The line became blocked and was stuck during removal. It broke in two. Thrombosis was seen at the end of the catheter. Surgical removal was done. The pt later died. There is no indication that the catheter was related to the death.